Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Contact reported that the customer had a blood glucose (bg) level of above 240 (mg/dl); however, no specific value was provided. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Customer administered a correction bolus with the pump to treat their bg level.